Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one j-tip guidewire loaded onto a guidewire hoop and an introducer needle loaded onto the distal end of the guidewire was returned for evaluation. Visual, dimensional and functional testing were performed. The proximal end of the guidewire was noted to be bent and the introducer needle appeared to be slight bent. An attempt to remove the loaded guidewire from the introducer needle was performed and was unsuccessful after resistance was felt. The guidewire did not move when it was pushed and pulled out from the introducer needle. Therefore, the investigation is confirmed for the reported difficult to remove and identified physical resistance and deformation issues. Also, the investigation is confirmed for the identified improper or incorrect procedure issue as the guidewire was removed alone from the needle which was against the instruction for use. Although the definitive root cause for the reported difficulty in removing guidewire issues could not be determined based upon available information, the root cause for the identified improper method is determined to be use error. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The instruction for use was reviewed and it indicates: if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to help prevent the needle from damaging or shearing the guidewire. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the guidewire was allegedly unable to be removed from the introducer. The procedure was completed by using another device. There was no reported patient injury.